Event description:
It was reported that when using the bd pyxis medstation system drawer failed. The customer stated that they attempted to recover the drawer, but the drawer still failed to recover. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 3.1 was not detected on the communication bus and not seen in the hardware test application. A field service engineer removed all pockets and cleaned foil shards and debris from the moab liner. Subsequently, the engineer replaced the retractor band cable and the sloblo fuse in auxiliary drawer 3.1, but the drawer still was not seen in the hardware test application. The engineer then replaced the spare moab in the pharmacy, but it continued to show as not detected on the communication bus. Upon removing the station's back panel, the engineer discovered a severed position sensor and assessed drawer 3.1, finding that the pyxibus module controller was also damaged. After replacing the pyxibus module controller, the drawer was successfully detected. The engineer then retrieved a position sensor from the vehicle and replaced it to resolve the issue. A field service engineer also confirmed that the customer was unable to pull the medications in drawer 3.1, leading to a delay in accessing the medications. The system functioned as intended after the field service engineer troubleshot the device.